Event description:
It was reported that (2) tsb45 were used during a vats procedure. It was reported by the affiliate that the device would not staple, staples were malformed. Opened another device to complete the case. There was no consequence to pt.